Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the pim test after the customer replaced the safety disk per the maintenance schedule. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the customer has not requested an on-site service response from getinge, and that the customer has been trained to maintain the iabp device. The fse was informed by the customer's biomed that they later discovered the screws securing the tidal volume disk were not fully torqued. Customer stated they fully tightened the tidal disk screws and the iabp unit subsequently passed the pim test. Customer stated they were in the process of clearing the iabp device for clinical use.

Manufacturer narrative:
A getinge field service engineer (fse) was informed by the customer's biomed that the iabp unit was still failing the patient interface module (pim) leak test despite the replacement of the safety disk. The customer's biomed advised that troubleshooting is still ongoing and he would follow up. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the pim test after the customer replaced the safety disk per the maintenance schedule. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/3221) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/3221) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/3221) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
(B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. No service requested.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the pim test after the customer replaced the safety disk per the maintenance schedule. There was no patient involvement, and no adverse event reported.